Event description:
It was reported that the tube and connector cannot fit to link. No other information was provided.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to pass a catheter through a distal connector piece is confirmed. One two-piece 4 fr groshong nxt connector was returned for evaluation. An initial visual observation showed a very small amount of use residue on the returned sample. The connector pieces were returned not assembled. A microscopic observation revealed the compression sleeve within the distal connector piece had been advanced. An attempt was made to pass a non-complaint 4 fr groshong clearvue catheter through the distal end of the returned distal connector piece; however, the catheter was unable to pass through and was stopped about midway within the connector piece. The two connector pieces were then assembled, and an audible click was heard when assembling the pieces. The connection of the assembled connector pieces was found to be firm and could not be pulled apart by hand. While no damage or defect was found on or within the returned samples and the connector pieces were found to be able to be assembled firmly together, the catheter was unable to pass through the distal connector piece due to the advanced position of the internal compression sleeve. It is unknown when or where this compression sleeve was advanced but possible causes include assembly of the proximal and distal connector pieces before connecting the catheter to the proximal connector piece and/or insertion of an object into the proximal end of the distal connector piece. The product instructions for use (IFU) provide steps and guidance on attaching the two-piece connector to the groshong single lumen catheter. These steps outline the proper order of assembly to prevent the premature advancement of the compression sleeve into the locking region within the distal connector piece. A lot history review (lhr) of redv1893 showed six other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tube and connector cannot fit to link. No other information was provided.